Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked and "spit" blood during use. The following information was provided by the initial reporter: "experienced a faulty lot of reference 381423 22ga x1 insyte. The lot number is 9347504. Nursing is stating that these are leaking and spitting blood. Surgery had the same complaint last week."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked and "spit" blood during use. The following information was provided by the initial reporter: "experienced a faulty lot of reference (B)(4) 22ga x1 insyte. The lot number is 9347504. Nursing is stating that these are leaking and spitting blood. Surgery had the same complaint last week."